Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate automatic mode switch episodes due to intermittent noise was observed. No programming changes were made and monitoring will continue. The patient condition was fine.